Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported that a patient never had therapeutic effect and was not getting any pain relief since the last pump replacement. The patient has tried therapeutic boluses with no response. A dye study was performed which showed good intrathecal placement and diffusion. The calibration constant was accurate and no alarms were sounding. A roller/motor study was performed (B)(6) 2015 and the rollers did not move. The healthcare professional (hcp) had programming reports and x-rays that confirmed correct programming and no movement. The logs were normal and had no mention of a motor stall. The reporter planned to ¿possibly recommend checking the reservoir volume for accuracy and possibly a second roller study.¿ on (B)(6) 2015 no volume discrepancies were shown when 24 ml were removed from the pump, which the clinician programmer 8840 indicated would be in the pump. The hcp did not perform a second rotor test. The pump was replaced (B)(6) 2015 and was returned for analysis. Per the manufacturer¿s representative the hcp did not want any doubts on the pump¿s performance and wanted what was best for the patient. The pump was used to infuse clonidine and morphine (unknown). No patient outcome was reported. Follow up was conducted to obtain further information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.